Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: the product was oxidized. The email contains 60 products, so will be registered 6 complaints complaint 1 of 6: products: cod 244000536 lot: so2027277, cod 244000538 lot: so2025249, cod 244000539 lot: so2027968, cod 244000540 lot: so2027906, cod 244000541 lot: so2027615, cod 244000542 lot: so2015969, cod 244000543 lot: so2022144, cod 244000544 lot: so2025267, cod 244000545 lot: so2021915, cod 244000546 lot: so2027921.

Manufacturer narrative:
(B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.